Event description:
A healthcare professional (hcp) reported a pt reaction with the psn 210 dialyzer approximately ten minutes into treatment. The pt experienced itching, swelling in their face, and closing of their throat. Treatment was stopped and the pt was administered benadryl, 50mg IV. The pt was transferred to the e.r. And released later that day. It was reported that this was the pt's first exposure to the psn membrane having previously used the CT-190g dialyzer without incident. Per the hcp, the pt was admitted to the hosp with deep vein thrombosis (dvt) and a suspected clot in their lung. Per hcp, the physician is not attributing the dvt and clot to the dialysis treatment.